Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure, the immediate technical results were non-satisfactory due to incomplete dilatation of the target lesion. Post polarcath residual stenosis was unchanged at 100%. The severity of the calcium at the target lesion site did not permit optimal expansion of the polarcath balloon. Post dilatation pta and surgery were performed. Baseline calibrated peripheral angiography revealed a 100% stenosed, de novo, concentric, severely calcified stenosis in the superficial femoral artery/popliteal. Right or left sfa/popliteal location is not identified. There were three patent run-off vessels. The reference vessel diameter of the target vessel was 6.0 mm and the target lesion length was 50mm. The polarcath balloon used during the procedure was a 5.0 vessel diameter, 40mm balloon length and a 135cm shaft length. Five inflations were performed with inadequate dilatation. The patient had pain during the cryoplasty procedure. The total cryoplasty procedure time was 40 minutes. The balloon did not inflate. The lesion, very calcified, did not allow the balloon to expand. The patient had a bypass and later an amputation. The patient died one month later of pulmonary edema.

Manufacturer narrative:
Date of event - 2006the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause could not be determined.device not returned for analysis.